Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead (B)(4).

Event description:
Additional information received reported that the patient had not followed up for a second trial. After the first trial, the patient lost her job and thought she would have to move. The patient now had a new job in the same area, but her physician no longer took her insurance. The patient was told that the leads slipped, but she never felt stimulation or got any positive effect from the trial.

Event description:
It was reported that the patient was doing the trial for fecal and it failed because the leads slipped out. It was noted that the patient was going to have the stage one hopefully next week. Additional information has been requested, and when available, a supplemental report will be submitted.